Event description:
(B)(6). It was reported that post a stenting treatment procedure, angina and vessel occlusion occurred. In (B)(6) 2011, the patient presented for precordium chest pain, associated with fatigue and shortness of breath, radiating to left arm. The subject was diagnosed with stable angina and cardiac catheterization was recommended. Lexiscan myoview scan revealed large apical infarct without ischemia. The 80% stenosed, 10 mm x 2.8 mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with direct stent placement using a 2.75 x 12 mm taxus liberte stent with 9% residual stenosis. The patient was discharged the same day on aspirin and prasugrel. In (B)(6) 2012, the patient complained of substernal chest pain associated with shortness of breath and was diagnosed with class iii angina. In (B)(6) 2012, the patient was hospitalized and cardiac catheterization was recommended. The patient was administered aspirin and study drug. The 70% stenosis in the mid lad was treated with direct stent placement using a 2.5 x 12 mm non-bsc stent with 9% residual stenosis. In addition, the 70% stenosis in the mid saphenous vein graft (svg) to lad was treated with direct stent placement using a 3.00 x 30 mm non-bsc stent with 9% residual stenosis. The next day, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).